Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, "passed out", and "can't walk"; cause was not known. Customer was transported to hospital via ambulance while "not conscious" and was subsequently admitted to the intensive care unit with ketones identified as life-threatening by a healthcare provider; amount was not known. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.